Event description:
Per the clinic, the patient experienced a skin necrosis, partially exposing the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and the patient underwent a skin revision surgery to rotate the flap under general anesthesia (specific date not reported).